Manufacturer narrative:
A review of the manufacturing records associated with this ipg indicated that it was successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labelling review was performed, and it did not reveal any anomalies as it states, weakness, muscle spasms, shaking, restlessness, or problems with movement and a loss of adequate stimulation are known risks with the use of deep brain stimulation (dbs). Labeling also states when the stimulator battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control (rc) and clinician programmer (cp). Stimulation will not be available. Surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation. At this time the device was received in and is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the end of the implantable pulse generator (ipg) battery life without receiving the elective replacement indicator (eri) message on the remote control (rc). This resulted in a complete loss of stimulation and worsening of symptoms. The patient underwent an emergency revision procedure where the ipg was replaced. Additional information was received indicating that the symptoms the patient experienced was an increase in tremors. The patient was doing well postoperatively. Additional information for the physician was also provided.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the end of the implantable pulse generator (ipg) battery life without receiving the elective replacement indicator (eri) message on the remote control (rc). This resulted in a complete loss of stimulation and worsening of symptoms. The patient underwent an emergency revision procedure where the ipg was replaced.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event. Exact event date is unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced the end of the implantable pulse generator (ipg) battery life without receiving the elective replacement indicator (eri) message on the remote control (rc). This resulted in a complete loss of stimulation and worsening of symptoms. The patient underwent an emergency revision procedure where the ipg was replaced. Additional information was received indicating that the symptoms the patient experienced was an increase in tremors. The patient was doing well postoperatively. Additional information for the physician was also provided.